Event description:
A us distributor contacted zoll to report that a patient developed a rash and open wound under the lifevest equipment. Patient described the area as rash, open wound. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed niastten powder and put gauze on the open area for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.